Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the stimulation increasing was due to the unit needing recalibration and they had also lost 140 lbs since they had the unit implanted. The battery pack under the skin moves too freely. The diagnostics done was the technicians could see the battery unit moved too freely. There are no steps planned to resolve this issue. The patient said they can turn off the adaptivestim and live with it or have surgery to correct battery placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting in (B)(6) 2021 they were having a problem with their stimulation.  They explained that when they were walking, all of a sudden they would feel the "electric jolts" they were getting become really high.  They clarified what they meant and explained that the stimulation would jump from 4.0 to 7.0.  The patient confirmed that this would occur when adaptivestim was on and they hadn't changed position as well as continued intermittently after they turned adaptivestim off.  The patient did report they had a fall but they could not recall if the fall occurred before or after this stimulation issue began.   They were redirected to see their doctor to have their implanted devices evaluated and to determine next steps.